Event description:
During follow-up for MDR 2939222-2004-00017 in 4/2004, rep believed the physician had discontinued use of the blazer ii xp catheters after he performed a case where there were 3 holes in the atrium that caused bleeding and required repair. This is believed to be one of three incidents on the hospital's voluntary medwatch report dated 4/23/2004.